Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pace impedances. The values have gradually increased and are now out of range at values greater than 2200 ohms. Thresholds and sensing are stable. This rv lead remains in service. No adverse patient effects were reported.